Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the connection tip of a drive shaft-minimum 520mm length broke after removing a reamer head from the shaft after use. Fragments were generated and was easily removed. There was no surgical delay. Procedure outcome was successful and patient status stable. Concomitant device: reamer head (part unknown, lot unknown, quantity 1) . This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hrx. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the connection tip of a drive shaft-minimum 520mm length broke after removing a reamer head from the shaft after use. Fragments were generated and was easily removed. There was no surgical delay. Procedure outcome was successful and patient status stable. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 314.743, lot: 9961622. Manufacturing location: monument, release to warehouse date: mar 09, 2016. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly oblique break is located between 2.4mm and 7mm from the distal edge of the drive shaft helix (calipers ca215p). The helix is intact and shows wear along the outer surface. The proximal connecting post shows wear and indents along the slot portion of the coupling. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. The specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Due to the missing portion applicable measurements of the hexagonal tip could not be obtained. The shaft directly proximal to the break was inspected and measured 5.174mm which is confirmed to be within the specification of 5.18mm +/- 0.025 (5.205/5.155) per drawing. The inner diameter at the fracture measured 3.75mm which is confirmed to be within the specification of 3.76mm +/-0.05 (3.71/3.81) per drawing. The relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The complaint condition is consistent with the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, during this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.